Manufacturer narrative:
MFR will continue to monitor this issue through trending. Device was not returned to MFR and evaluation could not be performed.

Event description:
Customer reported an instance of a haemostasis clip migrating. Per the customer stenosis of urethrovesical anastomosis was reported to have occurred.